Manufacturer narrative:
This report is submitted on january 10, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to perform a skin flap reduction surgery due to poor magnet retention. The implanted device remains.